Event description:
This is a spontaneous case report received from a medical doctor in united states on 07-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for permanent contraception. Patient was going to have essure removed due to rash and abdominal pain, however patient did not complain of this until recently. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced rash and abdominal pain. It was reported that she was going to have essure removed due to these events. These events were considered serious due to their medical importance and are listed in the reference safety information for essure. No alternative explanation was provided. Based on the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 20-jan-2016: no response received to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced rash and abdominal pain. It was reported that she was going to have essure removed due to these events. These events were considered serious due to their medical importance and are listed in the reference safety information for essure. No alternative explanation was provided. Based on the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No further information is expected.